Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the alarms are not working.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, horn defective. Complaint was confirmed. The underlying cause is horn defective. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the alarms are not working.